Event description:
Caller reported potential false negative urine hcg results vs home pregnancy tests. Pt was tested using hcg device sp brand rapid test with negative results. The same sample was tested again about 5 mins later with negative results. She was 12 weeks pregnant; confirmed by 3 home pregnancy tests. Additional info was requested but not provided.

Manufacturer narrative:
Customer did not provide lot number. Unable to perform further investigation due to insufficient info provided in the case. No quantitative serum hcg result was provided. Unable to identify the root cause without pt specimen analysis in-house. No corrective action required at this time as no product deficiency was established.